Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for vibration assessment. It was determined that the device failed the vibration assessment; had a drilled neuro-tip and the foot plate and the color bands were missing. It was observed that the inside of the bearings were broken and missing and the outer race was stuck inside the device causing the vibration. It was determined that the issue with the drilled neuro-tip and foot plate was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr device was in direct contact with the neuro-tip of the attachment device. When the drill was started, the burr drilled into or through the neuro-tip. It was further determined that the issues with the bearings and the color bands were consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined for the dilled neuro-tip was due to user error and the root cause for the vibration from worn out bearings and worn off color bands was due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device failed the vibration assessment, had a drilled neuro-tip and the foot plate and the color bands were missing. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.